Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of using a magnetic cell phone case for insulin pump since belt clip broke. Customer reported of experiencing high blood glucose of 553 mg/dl. The drive support cap appeared normal. There were no leaks or air bubbles. Customer declined to check for site or insulin issues, and settings. Customer was not able to perform high pressure test, but did perform self-test and pump passed test. Customer was advised that belt clip would be replaced.